Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead exhibited high and undefined pacing impedance and oversensing noise. It was noted that there was a possible fracture. The ra was explanted and replaced. No further patient complications have been reported as a result of this event.